Manufacturer narrative:
23-nov-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Scratching face [scratch], toothbrush head starts to come off the handle [device breakage], gap between the handle and brush head [device connection issue], product counterfeit [product counterfeit]. Case description: consumer sent e-mail stating the toothbrush head starts to come off the handle part way through use. No serious injury was reported. Follow-up: consumer e-mail stated there was a gap between the handle and brush head.

Manufacturer narrative:
Product return was requested but not received so far.

Event description:
Scratching face [scratch]. Toothbrush head starts to come off the handle [device breakage]. Gap between the handle and brush head [device connection issue]. Case description: consumer sent e-mail stating the toothbrush head starts to come off the handle part way through use. No serious injury was reported. Follow-up: consumer e-mail stated there was a gap between the handle and brush head.